Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported, post the (B)(6) 2024 ipg replacement procedure (per (B)(4)) the patient had developed 'half inch of eschar beneath their incision'. The patient was prescribed keflex and a cream to treat the course of the eschar. As a result, intervention is pending to address the issue.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue.